Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection status post knee replacement surgery. The implantable pulse generator (ipg) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.